Manufacturer narrative:
Serial number (B)(4), lot number 62703. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 1st xen®45 gts was injected in the sclera and couldn¿t be retrieved from the right eye. 2nd xen®45 gts was injected in the sclera and couldn¿t be retrieved. Surgery was completed with a 3rd xen. There was no eye injury. 1st affected xen®45 gts has been captured under mrn 3011299751-2019-00033.